Manufacturer narrative:
(B)(4). Date sent: 03/23/2021 per photographic evaluation: during the visual analysis of two photos, the following was observed: the first photo shows a device from an anvil area and the washer can be seen cut and with remnants of washer. Please note that to remove the device open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The second photo shows a device from an anvil area and the washer can be seen indented; this condition indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Also, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. For anvil issues please ensure that the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event however, the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Only event year is known: 2021. Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Procedure: robotic rectal resection. The surgeon has fired the robotic linear stapler 5 times and after firing the powered circular stapler he had issues to remove/release the stapler. There was a small leakage, but it was oversewn. Bd manager pelvic floor was present during the surgery. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic rectal resection procedure, the surgeon observed a small series of insufficiency with the device and over compression. If they apply the smallest stapler formation; after 5-10 days, they found micro-leaks through the tighter staple formation. After a clean anastomosis, small punctual microleakages appeared fairly late (usually after the 6th day). No patient consequences were reported.